Event description:
The patient was being monitored by an m2601 telemetry device and the patient coded. The central did not ring out an alarm for brady or extreme brady or asystole.

Manufacturer narrative:
Post-incident the hospital biomed completed performance testing and found the device was functioning properly. A philips field service engineer (fse), went onsite and assisted the customer in reviewing the retrospective data saved at the information center in order to identify the cause of the issue. It was determined that the alarms had been suspended by a user when the patient left the unit for a test. The patient returned from the test after an hour yet the alarms were not turned back on by staff for another hour. In that timeframe, the patient had a bradycardia event, as noted in wave review, that further deteriorated into a lethal rhythm leading to the patient death.